Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) has reached the elective replacement indicator (eri). There is allegation of premature battery depletion and concern of advisory.